Event description:
Report received from the us stating "hose ruptured". The event occurred during surgery. There were no injuries reported. It was reported that people in the room old have ringing in the ears that went away. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and it was determined that the device was most likely occluded between the motor and the pressure relief valve. Occlusion marks were observed above the pressure relief valve and before the motor. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).